Manufacturer narrative:
Eval was completed in 05. The customer reported condition of failure code 570 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
Customer reported a failure code 570 on this colleague infusion pump. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt demographics, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter service event. No additional info is available.